Manufacturer narrative:
Corrected data: b5, h6(clinical & impact).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showing a leak in the system. There was no patient harm reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showing a leak in the system. It is unknown what the circumstance is. It is unknown if there was a patient involved but there was no report of patient harm or injury.

Manufacturer narrative:
It was reported that the cs300 intra aortic balloon pump (iabp) reported showing leak in the system. There was no patient involvement, and no harm or injury was reported. A getinge field service engineer (fse) arrived onsite to diagnose issue and was unable to reproduce the issue the customer experienced but did locate dropping pressure during k6, k67 k,8 test. Removed and replaced drive manifold as required. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM part.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showing a leak in the system.